Manufacturer narrative:
Additional information: section d4 - expiration date updated from blank to 6/23/2023 and h4 - device mfg date updated from blank to 9/9/2022 the complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending review did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 41656ud01 did not identify any non-conformances or deviations. In-house testing was not performed as reagent in use, when discrepant results generated, is expired. Based on the investigation, no systemic issue or deficiency with the architect prolactin assay for lot 41656ud01 was identified.

Event description:
The customer observed falsely elevated architect prolactin results for a patient sample. The following data was provided: abbott platform (customer¿s reference range 108.78 - 557.13 miu/l) (B)(6)2023 initial result = 803.96 miu/l, repeat = 3017.14 miu/l, >4200 miu/l roche platform (customer¿s reference range 4.79 - 23.30 ng/ml) result = 21.5 ng/ml (457.45 miu/l) siemens platform (customer¿s reference range 59 ¿ 619 uiu/ml) result = 163.71 uiu/ml (163.71 miu/l) trouble shooting data was provided and the customer suspects macroprolactin interference. The sample and the peg solution was added at 1:1 into the centrifugation tube, then centrifuged at 4000g for 10 minutes. The result = 68.43 miu/l, while the undiluted result = 1657.46 miu/l. Recovery rate = (B)(4). No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect prolactin results for a patient sample. The following data was provided: abbott platform (customer¿s reference range 108.78 - 557.13 miu/l), (B)(6) 2023 initial result = 803.96 miu/l, repeat = 3017.14 miu/l, >4200 miu/l, roche platform (customer¿s reference range 4.79 - 23.30 ng/ml) result = 21.5 ng/ml (457.45 miu/l), siemens platform (customer¿s reference range 59 ¿ 619 uiu/ml) result = 163.71 uiu/ml (163.71 miu/l), trouble shooting data was provided and the customer suspects macroprolactin interference. The sample and the peg solution was added at 1:1 into the centrifugation tube, then centrifuged at 4000g for 10 minutes. The result = 68.43 miu/l, while the undiluted result = 1657.46 miu/l. Recovery rate = 4.13%. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital, section e1 - phone number complete entry = (B)(6), all available patient information was included. Additional patient details are not available.